Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the rep was about to enter a catheter revision and was wondering what revision kits were compatible with the 8731 sc and was wanting to know what "ended" to attach the transparent connector piece to. He had no time to answer further questions regarding the case. No symptoms were mentioned. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) and device code (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of catheter revision was unknown. Pump pocket didn't heal correctly. Catheter was coming through skin. Pump was replaced with smaller pump and the hcp changed pocket location. No further complications were reported.